Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the mobile view station (mvs) uninterruptible power supply (ups) batteries were not lasting longer than 3 minutes. The ups batteries were replaced and the issue resolved. The mobile view station (mvs) uninterruptible power supply (ups) batteries will not be returned to the manufacture for analysis as they were discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view stations (mvs) uninterruptible power supply (ups) was not lasting more than 3 minutes. No patient was present at the time of the event.